Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: a 130 degree aiming arm, a blade guide sleeve and a buttress/compression nut were received with typical wear. The mating devices were able to be assembled and were found to function as intended. The blade guide sleeve, buttress/compression nut, and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One blade guide sleeve (part 357.369, lot 4443634), one buttress/compression nut (part 357.371, lot 7309266), and one 130° aiming arm (part 357.366, lot 8476138) were returned with the complaint that ¿the surgeon indicated he had trouble releasing the helical blade compression nut and sleeve from the 130 degree aiming arm for the trochanteric fixation nail (tfn). After inspection of the instrumentation the sleeve seems to catch while passing the arm and catch at the top.¿ upon receipt of the aiming arm, blade guide sleeve and buttress/compression nut it was seen that the devices are well worn; however, there are no indications of significant damage. The instruments are able to be assembled and manipulated as intended: the nut is able to thread onto the guide sleeve and adjust smoothly, and the nut is able to securely lock into and be released from the aiming arm; as such the complaint is unconfirmed. The drawing for the blade guide sleeve was reviewed and the design, material and finishing process was seen to be adequate for its intended use, and the received part is dimensionally compliant. As the complaint condition was unable to be replicated, a definitive root cause was unable to be identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had trouble releasing the helical blade compression nut and sleeve from the 130 degree aiming arm during a trochanteric fixation nail (tfn) procedure. After inspection of the instrumentation, it was determined that the sleeve catches at the top while passing the arm. A 15 to 30 second time delay was reported for the procedure. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: lot 4443634 - barber nichols manufactured the blade guide sleeve, p/n 357.369 and lot 4443634. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 11, 2002. Material record report (B)(4) was issued on (B)(6) 2002 for failed dimension and unclear etch (1 part affected, returned to supplier for rework but scrapped at supplier); the balance of the lot ((B)(4) pieces) was shipped to (B)(6) and was inspected and conformed to the synthes final inspection sheet. The parts were released to the warehouse on (B)(6) 2002. There were no further material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.